Manufacturer narrative:
Weight and ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate is after (B)(6) 2021 (implant date) and before (B)(6) 2021 (explant date). The device is not returning for evaluation as indicated by the customer, the device was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after implanting the iol into the patient¿s right eye, they reported being dissatisfied with their vision. The patient has been seeing glares and halos at night around everything and has increasing light sensitivity to where she is wearing sunglasses indoors. The symptoms significantly interfere with activities of daily life. Consequently, the iol was explanted and replaced with a non-johnson & johnson lens. The current patient status is unknown. It was noted that the lens was discarded. No further information is available.